Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf. Initially, it was reported that there was a presence of an electrical artifact as soon as the catheter was connected. The catheter was replaced and there was no patient consequence. With the initial information available, this event was assessed as non MDR reportable. However, on 26-dec-2024, additional information was received which indicated that interference was present on all channels, both electrocardiogram (ECG) and endocavitary, as well as on all systems connected to the patient. With the additional information received, the event was re-assessed as MDR reportable with an awareness date of 26-dec-2024. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 system, and it was not possible to visualize the device since error 105 appeared due to an open circuit in the tip area. The resistance of the electrical pads was measured, and it was observed that the values of the second electrode were not within specifications due to an open circuit at the tip area. A manufacturing record evaluation was performed for the finished device number lot 31425256l and no internal actions related to the complaint were found during the review. The electrical issue reported by the customer was confirmed. The potential cause of the open circuit could not be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf. Initially, it was reported that there was a presence of an electrical artifact as soon as the catheter was connected. The catheter was replaced and there was no patient consequence. With the initial information available, this event was assessed as non MDR reportable. However, on 26-dec-2024, additional information was received which indicated that interference was present on all channels, both electrocardiogram (ECG) and endocavitary, as well as on all systems connected to the patient. With the additional information received, the event was re-assessed as MDR reportable with an awareness date of 26-dec-2024.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).